Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer performed twice weekly cleaning, modular chemistry (mc) sample probe and collar wash cleaning which resolved the issue. No further issue was noted. The failure mode for this event is unknown. The primary cause could not be determined with the available information. Service was not dispatched to the customer. No parts were replaced. The issue was resolved by customer after performing maintenance on the probes. No additional information was provided regarding patient treated with IV fluids. Section a2, a4, and a5: information not provided by customer. (Date of birth, patient weight, ethnicity, race). The beckman coulter internal identifier is case (B)(4).

Event description:
Customer reported false low sodium (na) patient results on their unicel dxc 600i synchron access clinical system. The erroneous patient results were reported outside the laboratory and later amended. The customer reported there was a report in change in patient treatment. The customer stated one (1) patient was treated with IV (intravenous) fluids with continuous saline infusion. The customer also indicated the patient was diagnosed with dermatomyositis and chronic liver disease. There was no report of death associated with this event. No additional information was provided.